Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 2pc vsys/prt/locks, 4ndl lw pfl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the sheath was damaged. The visual inspection of the device noted that the distal end sheath was damaged. Replication of the reported condition may be due to rough handling of the device. The event did not meet the regulatory reporting criteria. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sheath was fractured during operation so the surgeon decided to use another brand to continue the surgery. No patient injury.